Event description:
It was reported that the patient¿s stimulation device never functioned properly. It was noted that the patient met with manufacturing representative on (B)(6) 2013 but continued to have charging issues. It was noted that the patient hated the stimulation devices. It was further noted that patient sat for 1 and a half days putting in charge. It was noted that the healthcare professional (hcp) stated that ¿his nurse called him the ¿pa¿ and said it was rigged.¿ it was noted that the patient stated ¿they patched it together.¿ additional information requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).